Manufacturer narrative:
Device evaluated by MFR: the coyote es catheter was received with no original packaging or other devices. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 7mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous popliteal artery. An ipsilateral anterograde approach was used to place a non bsc 4f sheath. Then after a non bsc guide wire crossed the lesion, a 1.5mm x 20mm coyote es balloon catheter was used for predilation. Additional dilatations were performed using a 3mm x 40mm x 145cm coyote es balloon catheter. The balloon was inflated on the first inflation to 6 atmospheres and on the second inflation ruptured at 6 atmospheres. The balloon was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous popliteal artery. An ipsilateral anterograde approach was used to place a non bsc 4f sheath. Then after a non bsc guide wire crossed the lesion, a 1.5mm x 20mm coyote es balloon catheter was used for predilation. Additional dilatations were performed using a 3mm x 40mm x 145cm coyote es balloon catheter. The balloon was inflated on the first inflation to 6 atmospheres and on the second inflation ruptured at 6 atmospheres. The balloon was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status was good.